Event description:
It was reported via repair work order that the fowler was drifting due to a motor and gas cylinder malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the fowler was drifting. Follow-up submitted with evaluation results which determined the drifting was due to a motor and gas cylinder malfunction.